Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 at 2:25 pm after an ¿occlusion¿ alarm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An occlusion alarm was simulated for investigation and triggered the appropriate alert and accurately recorded events in alarm and bolus histories. The pump was exercised for 24 hours with no issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
This supplemental is to correct the brand name and model number for this product.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging there was no history in the pump history. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.